Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Upon inspection, it was observed that the device would power off or lock up after completing its boot up cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would power off after completing its boot up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the system pcb assembly and performed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was subsequently returned to the customer for use. A physio product analysis center (pac) technician further evaluated the removed system pcb assembly and observed that the connector, j9, on the system pcb assembly was making insufficient contact mating. The cause of the reported issue was determined to be due to a loose connector on the system pcb assembly.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would power off after completing its boot up cycle. There was no patient use associated with the reported event.